Event description:
The reamer grater handles do not disassemble and therefore cannot be properly cleaned. They will need to be replaced with the new reamer handles that do disassemble.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned. Physical examination of the product was able to confirm the complaint. The design is not intended to disassemble which prevent them to be cleaned adequately. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). Added d4(lot#), d9 and h4 investigation summary ==> the device associated with this report was returned. Physical examination of the product was not able to confirm the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. ------------------------------------------------------------------------------------------ the device associated with this report was returned. Physical examination of the product was not able to confirm the complaint. Functional test was performed with a quick ace grater head, mating devices assembled and disassembled as expected. However, event description states that the handle does not disassemble for its cleaning process. A search in the complaint database found a similar report for this product code in 2020. The event description stated that the reamer handles did not disassemble which prevent them to be cleaned adequately. Based on the investigation, the need for corrective action is not indicated. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch ==> null. Device history review ==> null corrected h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was returned. Physical examination of the product was able to confirm the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.